Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced discoloration, and foreign matter in the device cannula. The following information was provided by the initial reporter: when inserting the catheter, the nurse notices that the catheter contains a stain in the plastic cash at the catheter tip

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced discoloration, and foreign matter in the device cannula. The following information was provided by the initial reporter: when inserting the catheter, the nurse notices that the catheter contains a stain in the plastic cash at the catheter tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-jul-2022. Investigation summary: bd received an unsealed 24 gauge insyte-n autoguard device from lot 1123736 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of brown foreign matter (fm) inside the barrel of the device. Upon further inspection under a microscope it was discovered that some brown fm was on the catheter as well. Ftir analysis determined that observed fm was likely silicone lubricant. Excess lubricant can come from the manufacturing environment as it is used to aid the assembly process.